Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the stimulator is not helping control their urine. They have increased the amplitude which helps for 3-4 weeks before the symptoms returned again. They increased the amplitude again and the symptoms returned 3-4 weeks later again. This has been going on for a year according to the patient, but since the device was implanted according to the patient's husband (patient services used event date from the patient). Agent did not ask about the circumstances that led to the reported issue. They changed from program 3 at 4.6 to program 4 at 1.0 where they felt comfortable stimulation in the groin area. The patient felt like they were actively going to the bathroom on the call. They will try this program and adjust again as needed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that in regards to the report of the stimulation loss, the patient said they still had to make an adjustment about once a month.